Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was not provided for evaluation. The complaint confirmation of loss of connection could not be determined. A probable cause could not be determined. No additional event information is available.